Event description:
Report received from abbott international that states, "clean break of the tubing close to it final joint on the y -injection site. Happened when connecting the infusion." The IV solution in use at the time was reported to be a ringers solution. Additional info received stated "that the pt was connected at the time of the separation. The pt had approximately 10cc's of bleed back. There was reportedly no tension on the tubing set at the time of the separation." No report of adverse pt effect. Additional patient information was requested, but no further info was available.